Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: additional information received on (B)(6) 2022 indicated that the patient did not experience any clinical symptoms due to the event. It is unknown whether the event required prolonged hospitalization. The current health status of the patient is also unknown. There was no report of a device malfunction or performance issue associated with the embovac catheter. The resistance during withdrawal and the ccf occurred during procedural use of the devices; however, the physician did not think the cause of the event was due to a defect of the devices. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Anonymized procedural films/imaging are not available for review. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (proximal m1 segment) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) and 132cm embovac 71 aspiration catheter (ic71132ca/30546092) and suffered from a carotid cavernous fistula (ccf) during the procedure. The bleeding ¿stopped somehow¿ but the procedure was aborted after only one pass. Concomitant devices included an optimo epd balloon guiding catheter (tokai medical) and a trak 21 microcatheter (stryker). The concomitant trak 21 microcatheter was delivered to the distal m2 segment of the mca. The embotrap iii was deployed at the proximal segment ¿against the thrombus¿. Next, the embotrap was retracted while the embovac was used for aspiration. However, there was an intensive resistance felt. The physician stopped retracting the device and pulled the microcatheter back slightly to aid in withdrawal. The embotrap was ultimately removed, but complete recanalization was not achieved. The final/end of procedure tici score was 2a. The target thrombus was red/black and ¿not too hard¿. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Additional information received indicated that when the embovac catheter was advanced to the paraclinoid segment of the internal carotid artery (ica), the ccf occurred around the carotid syphon. The patient did not experience any clinical symptoms due to the event. It is unknown whether the event required prolonged hospitalization. The current health status of the patient is also unknown. There was no report of a device malfunction or performance issue associated with the embovac catheter. The resistance during withdrawal and the ccf occurred during procedural use of the devices; however, the physician did not think the cause of the event was due to a defect of the devices. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Anonymized procedural films/imaging are not available for review. No further information could be obtained. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30546092 number, and no non-conformances related to the malfunction were identified. Vascular injury is a known potential procedural complication associated with the use of the embovac catheter in endovascular mechanical thrombectomy. With the amount of information available and without procedural films, it is not possible to draw a clinical conclusion between the device and the reported event. However, there are clinical and procedural factors including vessel characteristics, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. The relationship of the device to the reported iatrogenic injury of the carotid syphon with resulting ccf cannot be disassociated. Furthermore, the index procedure had to be aborted with tici score of 2a as a result of the event. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (proximal m1 segment) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21j161av) and 132cm embovac 71 aspiration catheter (ic71132ca/30546092) and suffered from a carotid cavernous fistula (ccf) during the procedure. The bleeding ¿stopped somehow¿ but the procedure was aborted after only one pass. Concomitant devices included an optimo epd balloon guiding catheter ((B)(4)) and a trak 21 microcatheter ((B)(4)). The concomitant trak 21 microcatheter was delivered to the distal m2 segment of the mca. The embotrap iii was deployed at the proximal segment ¿against the thrombus¿. Next, the embotrap was retracted while the embovac was used for aspiration. However, there was an intensive resistance felt. The physician stopped retracting the device and pulled the microcatheter back slightly to aid in withdrawal. The embotrap was ultimately removed, but complete recanalization was not achieved. The final/end of procedure tici score was 2a. The target thrombus was red/black and ¿not too hard¿. The physician commented that this issue may have been caused by severe tortuosity at the inferior trunk of the m1 bifurcation. Additional information received indicated that when the embovac catheter was advanced to the paraclinoid segment of the internal carotid artery (ica), the ccf occurred around the carotid syphon.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30546092 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2021-00162.